Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 50ml 5-fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from august 27, 2019 - august 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.